Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified significant wear and debris about the threads with additional debris in the octagonal drive feature. The product matched print specifications where measured against drawing pd-spwb8 rev l (digital caliper; cal 3736; (B)(6) 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 4 years. Document type(s) reviewed: ¿instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 0-09/14; warnings + precautions; page 2 DHR review was completed for the subject lot number 62899069. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2658) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62899069) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011245, k002188.

Event description:
It was reported that the implant was removed due to peri-implantitis with dehiscence and inflammation. Tooth location 36.